Event description:
On 03/11/2015, abbott point of care (apoc) was contacted by an abbott implementation project manager (ipm) on behalf of the customer regarding rechargeable batteries that became hot to the touch while charging in the analyzer when placed in the downloader/recharger (drc). The customer states when the battery is removed from the handheld and recharged in the drc battery compartment the battery does not overheat. The issue occurred on (B)(6) 2015. Per I-stat system manual art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. The customer states they remove batteries from handhelds and charge them in the drc battery compartment overnight. The batteries are put back in the handhelds next morning and distributed for use. The analyzers are operating as expected and are returned at night to recharge the batteries. The issue appears to be when the battery is charged in the drc while in the analyzer. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge. The customer was asked to return the drc along with it's associated rechargeable battery pack for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 06/17/2015. Product ((B)(4)) was tested and is functioning according to specification.